Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient came in for initial programming and it was noticed there was high impedance (greater than 5000) on segments 1a and 1c. No known reason for this to have occurred. Impedances were normal filling the stage 2 procedure a few weeks prior to this appointment. No history of falls. Segments were stimulated for a few minutes but impedance issue was unable to be resolved. Programming continued per usual fashion and no further interventions are planned at this time. No symptoms were reported.